Event description:
It was reported that during inspection at a distribution centre, it was noted that there were particles inside 2 device packages. It was also reported that the devices were not used on a pt and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The devices and packaging subject to this investigation were returned to the MFR for eval. It was visually confirmed that both packages had particles inside the packaging. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.